Manufacturer narrative:
Device is implanted in the patient, and product code and product lot number are unknown; therefore, the evaluation could not be performed. Complaint is considered closed at this time. Trends will be monitored for this or similar complaints.

Event description:
E-mail received from the sales rep. Informed that: "I spoke with doctor at (B)(6) hospital of (B)(6). I had gone to his clinic to discuss the recent safety notice regarding the setting 8 (virtual off) for the certas programmable valve. Doctor had already seen the notice and signed it. I asked him for his feedback and he expressed concerns. He said that he expected a minimum of 400mm h20, not an average. He also questioned what the ¿average¿ meant. Was there a high and a low threshold? He said that when he thinks a valve is set to off (setting 8), there shouldn¿t be flow. Our safety notice mentioned a pressure as low as 275 mm h20, which concerned him. I asked him how his certas patients were doing and he said that he had several patients receive an MRI and the valve setting moved. He knew that the recall notice addressed the possibility of the certas setting changing during an MRI but not at the rate he had seen. I asked him to clarify how he knew the setting had changed. I wanted to be sure if he used the toolset to indicate or an x-ray. Due to the recall notice, the protocol for certas patients at (B)(6) hospital is to do a post-MRI x-ray. He would have the x-ray read and then decide if the patient needed to come back to the clinic for a reprogramming. He was surprised that he has had 2-3 move and he said, ¿some were significant movements in setting¿. Then the valves were properly reprogrammed to their intended setting and there were not any adverse events mentioned. Doctor did not recall which patients this happened to. His nurse, also recalled this happening but had not recorded the names or dates. I would like to file a product complaint regarding the 3 certas valves that moved during MRI. I know you will need some information for the complaint". Please also see complaint numbers (B)(4).

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed. Complaint sample not returned.